Manufacturer narrative:
A visual inspection of the returned device confirmed the stated failure mode. The pilot drill tip fractured off of the device and was not returned. The cutting edges on the device were very worn with many nicks and score marks on the surface. The device was manufactured in 2016 and exhibits signs of extensive wear/usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that screw starter drill was skimming off the edge of the lag screw hole in the nail when the tip broke off. The incision was slightly extended and the broken piece retrieved. No injury reported. A backup device was available.